Event description:
Complainant alleged that during pt transport (age & gender unknown) the device was unable to obtain ECG signal via multifunction cable and the device's display blanked out. Complainant did not indicate that there was any adverse effect to the pt due to the reported malfunction.

Manufacturer narrative:
Zoll medical corp has received the product and will be providing a follow-up report when our investigation is completed.